Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers failed. A field service engineer found that drawers 3.1 and 3.2 were not responding and were not visible in hardware test application (hta). Powered down the station and removed the back panel to access all drawers. Replaced the pyxibus controller board for drawers 3.1 and 3.2, then closed the back panel. Drawers were responding and functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the multiple drawers were failing and not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.